Manufacturer narrative:
The customer reported that all the waveforms on this central nurse's station (cns) will disappear for about 1-2 seconds. They also reported that this will occur about 3-4 times a minute. The numerics remain, but the waveforms disappear. This happens on all the tiles at the same time. No harm or injury was reported.

Event description:
The customer reported that all the waveforms on this central nurse's station (cns) will disappear for about 1-2 seconds. They also reported that this will occur about 3-4 times a minute. The numerics remain, but the waveforms disappear. This happens on all the tiles at the same time. No harm or injury was reported.